Event description:
Customer reported startup failed when using the coulter lh 500 hematology analyzer. The instrument generated high platelet results and vote outs (a non-numeric result condition) for controls and patient samples. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and replaced the rbc (red blood cell) dispenser (pm11), rbc aperture module and bath assembly to resolve this issue. Failed startup, elevated platelet counts and vote outs on controls would require the operator to further investigate this issue. (B)(4).